Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port needle pierced the catheter. The following information was provided by the initial reporter: date of incident: on (B)(6) 2025 - the needle pierced the side of the catheter during placement. A new IV was placed.

Manufacturer narrative:
Investigation results: the complaint that the needle pierced the side of the catheter was confirmed and the cause appeared to be associated with use. One 20g nexiva device was received with evidence of use. The needle was received within the IV catheter. The catheter tubing was breached near its midpoint. Due to the evidence of use, the damage likely occurred during insertion. No other similar complaints were reported from the implicated lot. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.